Event description:
History of neck rt shoulder and rt forearm pain and numbness. After c5-6 anterior cervical diskectomy with iliac creast grafting and plating pt had minimal improvement in symptoms. Screws broken. Pt has difficulty swallowing and neck difficulties. Difficulty removing c5 screws.